Event description:
It was reported that the customer's insulin pump buttons were scrolling on their own and then stopped working entirely. Insulin pump was not bumped or dropped. Customer's blood glucose was 231 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. It was further stated the battery casing was cracked. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.